Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the higher than expected wbc content reported for this collection. It is possible that the high number of adjustments that occurred throughout the procedure disrupted the steady-state of the system and contributed to the higher-than-expected wbc content in the product. It is also possible that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to the above. Investigation, evaluation, and corrective action are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would contribute to the elevated wbc count that the customer experienced. Root cause: the analysis of the run data file did not find a conclusive cause for the higher than expected wbc content reported for this collection. Possible root causes were provided in the initial report for this event. Corrective/preventive action: an internal CAPA has been initiated to evaluate reports of elevated rwbcs related to plasma line occlusions.